Event description:
It was reported that the procedure was to treat a mildly calcified and concentric proximal left anterior descending artery. After pre-dilatation, a 3.5 x 8 mm xience v stent delivery system (sds) was advanced to the lesion, without resistance, through a guiding catheter that the physician had created a side hole in and the catheter was inflated to 8 atmospheres for 10 seconds to deploy the stent implant. Angiography revealed the stent was not implanted at the lesion. It was confirmed on the catheter at the proximal end of the balloon. The sds was removed with the stent on the catheter. The procedure was completed by implanting a non-abbott stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l device: guide wire: runthrough ns. The device was returned for evaluation. Stent dislodgement was confirmed. Based on visual analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.